Manufacturer narrative:
The product is available for evaluation and testing; however, it has not been received to date. Additional information will be submitted within 30 days of receipt. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan.

Event description:
As reported by the physician an angioguard rx as defective. The filter wire did not close properly. Multiple attempts to gather additional patient and procedural information have been made and have been unsuccessful.

Manufacturer narrative:
As reported by the physician an angioguard rx as defective. The filter wire did not close properly. Multiple attempts to gather additional patient and procedural information have been made and have been unsuccessful. The product was not returned for evaluation and testing. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. With the information available and without return of the product for analysis or films of the event it is not possible to draw a clinical conclusion between the device and the reported event. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time.